Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed on merlin.net transmission. Programming changes were suggested.

Event description:
New information received notes that recommended programming changes were made. When the asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again on stored egm. Additional programming changes were recommended. Patient will be scheduled for device check to reprogram the device.